Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a cassette not attached properly, reattach cassette when the cassette was attached. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no previous repairs in the past 12 months. The customer reported issue was confirmed through power up and occlusion test. The latch lock flex sensor was replaced to fix the issue. A downstream occlusion (dso) and upstream occlusion (uso) sensors were calibrated. A performance verification test (pvt) were performed, and the device passed all testing criteria.